Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles were received by the field service engineer and show no technical problem during the whole treatment day. The root cause could not be identified conclusively. A possible contributing factor is a handling issue during the release of the patient after successfully completion of the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that after the femto cut on a patient's right eye, the table or laser head could not be moved and stayed on the eye. The laser head was lifted slightly and vacuum of the suction ring had to be turned off so that the interface and suction ring could be removed from the eye using some tricks. It then was possible to move the table into the home position. All processed after that were done without problems. It is unknown if any patient harm occurred. Upon follow up, it was noted that this was the operator 's first day of surgery cases after training on this system.